Event description:
St jude rec'd a death certificate listing cardiac arrhythmia as the immediate cause of death due to or as a consequence of myocardial ischemia/infarction and coronary artery disease. No details regarding cause of death were attainable from the physician. The device was not returned and presumed interred. Co is reporting the death because co has neither the device nor any associated data or electrograms which would enable co to conclude that the device did not contribute to the death.